Event description:
It was reported that there was a leakage during treatment in the anesthesia system. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation has been finalized. In further evaluation of the issue, it has been clarified that auto ventilation leakage test failed. According to the information provided by the technician, the issue has been solved by replacement of nozzle units on both o2 gas modules. The device passed all performance tests and could be returned to clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to faulty gas flow regulation which will be detected during system checkout and alarms will be activated if the failure occurs during treatment. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every second year. It is unknown when the latest preventive maintenance was performed on this anesthesia system. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/20/2020. Corrected manufacture date: 04/03/2020.

Event description:
Manufacturer's reference #: (B)(4).